Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that abnormal pace impedances measurements were seen as well as noise recorded on the right atrial lead via remote monitoring. During an ambulatory follow up noise was reproduced when touching the device pocket. The device was reprogrammed to the unipolar configuration, and no noise was seen and the pacing thresholds were normal. Normal follow ups were scheduled. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that abnormal pace impedances measurements were seen as well as noise recorded on the right atrial lead via remote monitoring. During an ambulatory follow up noise was reproduced when touching the device pocket. The device was reprogrammed to the unipolar configuration, and no noise was seen and the pacing thresholds were normal. Normal follow ups were scheduled. The system remains implanted. No adverse patient effects were reported.